Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). Patient information (ID, age, sex, weight) is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported that during suctioning they noticed there was a noise when using the endotracheal tube. They were using 20 mmhg continuous suctioning. They thought there was a risk that the noise could be mistaken for a leak. There was no patient harm and reintubation was not required.